Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had error in the motor was detected by reading unexpected value from hall sensor and not able to rewind the insulin pump. The customer's blood glucose value was 290 mg/dl. The customer was assisted with troubleshooting and reported that the error was occurred twice. The customer was advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm and unable to download. Visual inspection reveals the force sensor cable is incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify pump error 43 and rewind anomaly due to critical pump error (open book image) alarm. Device received pump error 35 because the force sensor cable is incompletely plugged in.